Event description:
During remote monitoring, episodes of noise resulting in oversensing, inappropriate automatic mode switch, and competitive atrial pacing were observed on the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.